Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the driver was found to have a broken and missing tip. No surgical or patient information is available.

Event description:
It was reported that the driver was found to have a broken and missing tip. No surgical or patient information is available.

Manufacturer narrative:
Additional information in h6: results and conclusions. The driver was not returned, so an evaluation was unable to be performed, no findings are available, and the cause cannot be determined. The DHR was unable to be reviewed since the lot number is unknown.